Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the device was returned and analyzed. The device met 96% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was also received and analyzed. The recommended replacement time (rrt) was triggered on (B)(6) 2013 when the device reached less than or equal to 2.6251 volts. Concomitant products: 6947 implantable tachy lead (B)(6) 2009; 4196 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went to elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.